Manufacturer narrative:
Unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.0/1.0/85 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022; the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.